Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many sutures are broken? How many sutures has fallen off the thread? Device return status/follow up? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent a unknown procedure in 2020 and the suture was used. It was reported that the suture was broken or has fallen off the thread. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020. A manufacturing record evaluation was performed for the finished device am7665 number, and no non-conformances were identified additional h3 investigation summary: three sealed boxes of product code v1211g, lot # am7665 were received for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle or performance breakage suture was found, and the tested samples met the finished goods requirements.